Event description:
The customer reported three (3) false negative results with the ID now covid-19 assay performed on an unknown date using direct tested throat and nasopharyngeal samples. This is report two (2) of three (3). The patient initially tested negative with the ID now covid-19 assay. Repeat testing was performed on two (2) different ID now instruments, which generated negative results. Confirmation pcr testing was performed on (B)(6) 2025 with a nasal swab sample that generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. Corrections: a3b - gender. D1 - brand name. D2a - common device name, full name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. D2b - procode corrected to align with d1. D4 - lot number added, catalog number corrected, expiration date added, serial number made na. D8 - made na. G4 - 510k number added. H4 - manufacture date added. H6 - health impact code updated . Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m983346 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot: 000m983346, test base part number 192-430 / lot: 000m983346. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000m983346 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported three (3) false negative results with the ID now covid-19 assay performed on an unknown date using direct tested throat and nasopharyngeal samples. This is report two (2) of three (3). The patient initially tested negative with the ID now covid-19 assay. Repeat testing was performed on two (2) different ID now instruments, which generated negative results. Confirmation pcr testing was performed on (B)(6) 2025 with a nasal swab sample that generated a positive result. No additional patient information, including treatment and outcome, was provided.